Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the doctor experienced loss in pneumo-peritoneum during procedure due to leaking ports. This caused him extreme frustration. He used competitor product to complete. No patient consequences reported.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Does this trocar have the optiview technology? It's our bladeless trocar. Were any noises heard such as ¿whistling¿ or ¿hissing¿? Yes. If so, did the ¿noise¿ prevent insufflation? Please describe the noise. A whistling noise (sssss). Was there a drop in pressure? The leak did cause a decrease insufflation. What was the gas consumption rate or volume (liter/minute)? Cannot remember consumption rate. Were you able to identify where the leak was coming from? Leak from seal. Was a device inserted in the trocar during the leaking? Yes if so, what device? Lap. Instruments used in the procedure inserted into trocar. Was any torque being applied to the trocar or device? No. Torque being applied to device the analysis results found that the device (a) was returned in good condition. A leak test was performed and the device was noted to leak without the test probe inserted through the device. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. As the obturator was not received and it is the part that has the batch stamped, we did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. The analysis results found that the device (b) was returned in good condition. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. Upon evaluation of the device, it was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. As the obturator was not received and it is the part that has the batch stamped, we did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Device b additional information: batch # unk, expiration date: unk, manufacturing date: unk.